Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis:the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed two occlusion alarms occurring on (B)(6) 2015. The total daily dose history was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. An occlusion was induced during investigation; the pump alarmed appropriately for the induced occlusion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose that day was 460 mg/dl with extreme thirst and extreme urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump treatment following replacement, and the pump's settings were not recently changed. During troubleshooting, it was alleged that the pump failed to alarm for an occlusion issue. This complaint is being reported because the reported serious health event was attributed to a pump malfunction.